Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-06 additional information was received from the patient. The patient called back repeating event information regarding device migration. The patient additionally reported that the reason for migration was due to weight loss after taking a medication called monjaro. The ins migrated across the buttock towards their "hip replacement site". The patient had a pelvic x-ray of their bladder and the lead wire which showed the ins was "in the hip joint". The ins site made their hip black and blue and hurt all the time and the patient sleeps on that side and sits against it a lot during the day. The patient wanted to know if they should have the ins site moved to the opposite side of the body or if they could wear the device on the outside of the body. The agent reviewed interstim was for implant only and not to be used externally. Reviewed the decision to move ins site is a medical decision and redirected to discuss with physician. The patient asked if the manufacturer would consult with their physician. Reviewed role of the manufacturer and transferred the patient to patient registration services to update the managing physician on record. The patient also mentioned that they have surgery scheduled for feb 10th, however it was not clear what surgical procedure patient was referring to. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and bowel dysfunction/sacral nerve stim. It was reported that the patient said the battery pack has migrated quite a distance into their right buttock, and it is uncomfortable to sit against. They wonder if the wiring is still in place. The patient is urinating a lot, which could be unrelated. The patient noticed the migration last thursday, and the urinating a lot started two weeks ago. The patient was redirected to their healthcare provider to further address the issue. The patient visited the doctor, who planned to administer an injection into the bladder; however, they did not wait long enough for the numbing to take effect, resulting in the patient yelling in pain.